Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> it was reported that this event didn't happen in surgery. The instrument were reported for unknown reason. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis found the threated tip of the device stripped, applying unintended forces to the device can lead to this state. Investigation also observed corrosion near the threated tip of the device and on the threaded connection of the impaction cap; potential cause of this condition of the device can be traced to maintenance. A dimensional inspection was not performed since it was not applicable to the device issue. A functional test cannot be performed due to the condition of the device. The overall complaint was confirmed as the observed condition of the baseplate inserter rod would have contributed to the device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that this event didn't happen in surgery. The instrument were reported for unknown reason. Visual exam of the returned device found threaded interior is stripped.